Manufacturer narrative:
The 8709 catheter was returned, and analysis found no significant anomaly; dark reside in dispensing holes-not event related.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. The manufacturing representative "did not have a clue" as to what caused the catheter length issue. The manufacturing representative stated that the value in the ID section normally equated to the total volume of the system, but he could not verify that. The manufacturing representative's educated guess was that the catheter had been revised at some point, and that the information regarding catheter length was inaccurate.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# l59232, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from the health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal dilaudid 15.0 mg/ml. The dose was decreased 20% from 1.122 mg/day to 0.900 mg/day on (B)(6) 2016. The indications for use were chronic low back pain and spinal pain. The patient had an MRI t-spine with and without contrast on (B)(6) 2015. The reason for the exam was thoracic radiculitis looking for an inflammatory cyst at the tip of the intrathecal catheter. The patient presented with persistent nontraumatic upper back pain with muscle spasms. They were being evaluated for a potential granuloma or infectious process around the intrathecal pain pump catheter. The technique used was multisequence, multiplanar mr imaging of the thoracic performed prior to and after administration of 10ml of intravenous gadolinium contrast material. The MRI revealed that incidentally, there were fairly prominent posterior disc osteophyte complexes at the c5-6 and c6-7 disc levels resulting in an at least mild spinal canal narrowing and perhaps slight mass effect on the spinal cord at the c6-7 level. There was no thoracic vertebral fracture, destructive bony process or acute bone marrow signal abnormality. T9 and t10 vertebral hemangiomas were present. The patient displayed normal vertebral height and generalized alignment. The patient displayed normal facet joint alignment. The thoracic spinal cord had a normal caliber and signal intensity without a mass lesion or syrinx. There were subtle areas of patchy amorphous intermediate signal within the spinal cord depicted on the t2-weighted sagittal images, which were similar to the prior exam and were probably artifact in nature. There was no abnormal spinal cord enhancement. The intrathecal catheter entered the thecal sac on the left at the t11-t12 disc level and ascended to the t6 vertebral level. Near the catheter tip at the t6 vertebral level, there was a 3-4mm nodular soft tissue structure exhibiting a hypointense signal on the t2-weighted axial images. The etiology of this finding was uncertain but could reflect a small focus of fibrous tissue. This structure exhibited a t1 weighted isointensity signal and no enhancement. There was no abnormal intrathecal enhancement identified. There was no epidural fluid collection or abnormal enhancement. The patient had multilevel thoracic spondylosis with associated vertebral endplate spurring and mild disc space narrowing. There were small posterior disc bulges at multiple levels. There was no disc herniation, evidence of spinal canal narrowing, or significant neural foraminal narrowing in the thoracic spine. A few levels exhibited small nerve root sheath diverticula. There was no evidence of spinal nerve enhancement. There was bilateral lower lobe subpleural airspace disease (right greater than left). This may have been related to atelectasis. The patient displayed a normal thoracic spinal cord. It was initially reported that the patient had a granuloma at t6. It was unknown what led to the event. The patient experienced withdrawal "sometime in the summer of 2015," but there was no specific date of onset. The full system was replaced on (B)(6) 2016 for a suspected granuloma. The hcp ruled out a granuloma, and told the manufacturing representative it was arachnoid tissue encapsulating the tip of the catheter. Although the CT indicated a granuloma at the tip of the catheter, upon dissection, the hcp described the mass as arachnoid tissue build up. The reason for removal was device-related (occlusion), and the hcp thought that high concentrations of compounded drug had an impact on the catheter occlusion. It was noted that the patient lost therapy. The chief complaint was low back pain/failed drug pump catheter. The intended use of the device was treatment. There was no patient death. There was "no patient injury." The patient's status was "alive - no injury" at the time of this report. The patient recovered without sequela. A rotor study was not performed. It was unknown if a dye study was performed. It was also noted that "the ID section of the old pump indicated 46, which usually indicated total system volume including pump and implanted catheter volumes. This would have indicated an implanted catheter length of 90 cm. The patient had an 8709 catheter, which had a max length of 89 cm. Therefore, the manufacturing representative did not think the catheter length was correct unless the patient had a revision that the device manufacturer was unaware of."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.